Event description:
It was reported that the device will not turn on/off. There was no patient involvement.

Manufacturer narrative:
Correction in e2, g2. Additional in h3, h6, h7, h9. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device had replaced f1 and c3 on motor control board for won't turn on / off issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the motor control board. Blown fuse. Blown capacitor and fuse. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 07aug2019 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. Z-2700-2017 for sear. Z-2939-2020 for keypad.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. There was no patient involvement.